Event description:
Syntax randomized clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent would not cross the lesion and a stent struct was "broken". The lesion location is not known at this time. It is unk if any patient complications resulted from this incident. Additional information has been requested regarding this event.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution.